Manufacturer narrative:
Device sample received by manufacturer, but investigation is still ongoing. DHR investigation did not show issues related to this complaint.

Event description:
The event is reported as: that during use, the stapler delivered staples intermittently. No pt consequence.